Event description:
It was reported that the user experienced an occlusion alert during a meal dose with partial insulin delivery, followed by hyperglycemia and subsequent ¿unable to proceed¿ alerts during tubing fill, which resolved only after a complete supply change of the infusion set, connector, and cartridge; the highest reported blood glucose was 350 mg/dl, and the user received assistance at an assisted living facility to remove a tubing cap. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included temporary interruption of insulin delivery and blood glucose levels above target for approximately one to two hours, with return to range after successful replacement and reconnection. Investigation included technical troubleshooting, guided supply changes, and a dry run that demonstrated successful fluid movement without obstruction. Investigation of this case revealed that repeated supply changes ultimately restored flow and drops were observed, suggesting a transient occlusion or component connection issue prior to the final replacement. It was concluded that the event was related to an infusion set occlusion that resolved after supply replacement and user guidance, with no medical intervention or hospitalization required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.